Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported he was hospitalized. He stated that he was also readmitted to the hosp shortly after leaving because he had a seizure. The customer's last blood glucose was 444 mg/dl. He stated that he ate too many gum drops which increased his blood glucose to 500 mg/dl. The customer's blood glucose had declined to 380 mg/dl at the end of the call. No add'l info provided.